Event description:
It was reported that the patients ipg would die quickly and had frequent ipg charging. Database analysis showed signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would die quickly and had frequent ipg charging. Database analysis showed signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
For field g3 of the initial MDR, the bsc aware date should have been 13may2022.

Manufacturer narrative:
Sc-1232 (sn: (B)(6). The returned ipg was analyzed, and battery was constantly depleting quickly during the analysis. It was found that the asic is electrically shorted. This type of damage is typically caused by the ipgs exposure to high current or high radiofrequency energy. The damaged asic drains the ipg battery prematurely, resulting in the reported complaint. Since the symptoms appeared after a non-device-related procedure, the device most likely was damaged during this time. Therefore, it was determined that it was an unintended use error caused or contributed to event.

Event description:
It was reported that the patients ipg would die quickly and had frequent ipg charging. Database analysis showed signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively.